Manufacturer narrative:
Upon receipt by mentor, the device contained white fluid. No foreign material was observed within the device and white material was observed on the shell surface. During evaluation the leak testing was performed according with mentor procedures and it revealed a two rents, both were observed on the anterior aspect, the rent a measuring approximately 0.3 cm and the rent b measuring approximately 0.5 cm. Microscopic examination was performed on both rents and no evidence of instrument damage was observed. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The manufacturing record evaluation (mre) for the lot number 7454013 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the device code, off-label use, which was indicated in the initial report on (B)(6) 2018, does not apply to the suspect medical device reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction with a 550cc mentor cpx 4 breast tissue expander with suture tabs, experienced deflation of an unspecified side approximately two weeks prior to second stage reconstruction. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 12/29/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).